Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Bit of plastic wrapper inside me- vagina [foreign body in reproductive tract] cramping- uterus [uterine spasm] (cramping) pain- uterus [uterine pain] while opening, bit of plastic ripped off and got stuck in the applicator before use [device issue] case description: consumer sent e-mail stating a bit of plastic wrapper from the tampon was inside her which meant that while opening the wrapper, it ripped off and got stuck in the applicator before use. No serious injury was reported.